Manufacturer narrative:
Concomitant medical products: product ID: adsr01, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection and erosion. Cultures were taken and antibiotic treatment was necessary. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.